Event description:
The hcp reported a wheelchair bound patient with an intrathecal drug delivery pump was admitted to the hospital with seizures. The hcp was unsure if it was related to the pump therapy. The hcp was having difficulty getting telemetry on the device so the patient was moved to a bed where telemetry was achieved. The hcp planned to consult with a neurologist. Additional information has been requested, but was not available on the date of this report.